Event description:
Journal reference: faucheron jl, bost r, duffournet v, dupuy s, cardin n, bonaz b. Sacral neuromodulation in the treatment of severe anal incontinence. Forty consecutive cases treated in one institution. Gastroenterol clin biol. May 2006;30(5):669-672. Sacral neuromodulation is a recognized therapeutic option in severe anal incontinence from neurogenic origins, when medical treatment has failed. Twenty nine patients had a positive test and were implanted. Reportable event: infection in one patient was a simple erythema at the exit spot of the extension cord at the time of implantation. A sample was negative for any aggressive germ. The site became infected several days later, the muscle chamber of the remote control case was washed and eventually the implant was removed. See mfg report # 2182207200807948.